Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for hypothermia with target temperature set to 34 celsius degree. Solex catheter was inserted into the internal jugular vein by a physician without issues. After unknown period of time, saline bag was noted empty and console alert with alarm. The console alarm was cleared and bag was exchanged, however second bag also was observed empty. No saline leak was observed on the patient bed or on the floor and catheter leak was suspected. Catheter was removed and a conventional cooling treatment was administered on the patient. No patient harm or consequence reported on this event.

Manufacturer narrative:
Correction to d4 icy catheter product information the reported icy catheter leak was confirmed. A bond leak was found at the medial balloon. Visual examination found no physical damage to the catheter. All other lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.